Event description:
It was reported that the patient underwent an ams 700 inflatable penile prosthesis (ipp) replacement surgery due to a right cylinder aneurysm and a deformity on the right side of the penis. The deformity was more because of a thin/weakened corpora. This occurred a couple months before the surgery. No patient complications were reported in relation to this event and the patient was doing fine post procedure.